Event description:
In 2001, following a heart catheterization on an obese pt, the angio-seal device was deployed. Slight bruising was noted on the right side of the pt's abdomen, although no hematoma occurred. The pt was discharged. The following day the pt was readmitted with edema to the right groin and was also complaining of a large hematoma that was painful to the touch. The pt was transported to the or where two units of blood were evacuated from the subcutaneous area of the hematoma; however, no active bleeding was noted in this area. The pt was reported to be recovering.